Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and pelvic pain. It was reported that patient underwent cystourethroscopy on (B)(6) 2001 due to recurrent uti¿s

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh with bso and posterior colporrhaphy due to grade ii uterine prolapse and grade I cystocele/rectocele.

Manufacturer narrative:
It was reported that patient underwent bilateral retrograde pyelography and cystouthroscopy on (B)(6) 2015 due to persistent microscopic hematuria, abdominal pain, uncertain etiology.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and marked urethral hypermobility.